Event description:
During a ptca/stenting treatment procedure, the quantum maverick monorail balloon ruptured at 12 atms on the second inflation. (The number of atms reached on the initial inflation is unknown.) The pt was asymptomatic during this event. The quantum maverick monorail balloon was first used to predilate the lesion for placement of an unspecified type of stent. The lesion being treated was a calcified lesion in the proximal lad coronary artery. After predilatation using the quantum maverick monorail balloon, the stent was placed. Then the quantum maverick monorail balloon was used again to post-dilate the stent, but ruptured as noted above. The quantum maverick monorail balloon was removed and replaced with another quantum maverick monorail balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.